Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). Device was returned due to the 2009-077-rn homechoice / homechoice pro iipv field communication and software upgrade. The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec. The measurement was 0.115 ohm (specification: (B)(4)). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The device was evaluated in the product analysis lab (pal). An inspection was performed on the door assembly. This inspection revealed the screw on the door post was loose. The screw was tightened and all ground bond resistance were measured and passed. The issue of rite failure (failed ground bond resistance) was confirmed and duplicated during pal evaluation. The assignable cause was determined to be a loose screw on the door post. The device was determined to not meet specifications for the rite failure. The device will be sent to service area for servicing.